Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to damage or defect. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to damage or defect. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead appeared to be bent and kinked according to the physician. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A helix mechanism and stylet insertion test passed without issue. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to damage or defect. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead appeared to be bent and kinked according to the physician. No adverse patient effects were reported.